Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is three of three reports (3007042319-2015-01080, 3007042319-2015-01081 and 3007042319-2015-01082) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the staff that the patient has seen several of power switching between the ports at different state of charge of the battery, critical power alarms and power-up-events. The controller and batteries were exchanged. There were no effects reported to the patient. This is report 3 of 3.

Manufacturer narrative:
The following devices were returned to the manufacturer on (B)(4) 2015: (B)(4). (B)(4): the returned battery passed visual inspection and functional testing. Log file analysis revealed multiple premature battery switches occurring during the weeks before the reported event. These appear to have been caused by either a communication glitch between the controller and the batteries or as a result of the patient's actions. Additionally, the alarm logs revealed that several critical battery alarms occurred from (B)(6) 2015. These incidents also appear to have been caused by a communication glitch between the controller and the batteries. The controller data viewer revealed that at least four power-up events had taken place since (B)(6) 2015, indicative that both power sources were disconnected from the controller at the same time. However, this unit performed per specification at the bench. (B)(4). The returned battery passed visual inspection and functional testing. Log file analysis revealed multiple premature battery switches occurring during the weeks before the reported event. These appear to have been caused by either a communication glitch between the controller and the batteries or as a result of the patient's actions. Additionally, the alarm logs revealed that several critical battery alarms occurred from (B)(6) 2015. These incidents also appear to have been caused by a communication glitch between the controller and the batteries. The controller data viewer revealed that at least four power-up events had taken place since (B)(6) 2015, indicative that both power sources were disconnected from the controller at the same time. However, this unit performed per specification at the bench. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature battery switches occurring during the weeks before the reported event. These appear to have been caused by either a communication glitch between the controller and the batteries or as a result of the patient's actions. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01080, 3007042319-2015-01081 and 3007042319-2015-01082) submitted for devices related to the same event.